Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 257 and 293mg/dl. Customer stated results obtained using the true metrix meter were higher when compared to another device; actual meter to meter comparison results were not provided. The customer¿s expected fasting blood glucose test result range is 86-110mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/17/2023 and open vial date is 3 weeks ago. The meter memory was reviewed for previous test result history (only 2 results provided): result 1: 257mg/dl date:(B)(6) 2021 time: 08:45am fasting. Result 2: 293mg/dl date:(B)(6) 2021 time: 08:43am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in a follow-up call on 22-dec-2021 to ensure the initial concern is resolved - able to establish contact with customer who stated that he wanted a refund. Customer did not disclose if the initial concern had been resolved.

Manufacturer narrative:
Sections with additional information as of 08-feb-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.